Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had under delivery and experienced high blood glucose level. Customer¿s blood glucose level was 24 mmol/l. Other blood glucose value mentioned was 9 mmol/l. The customer was treated with insulin pump for high blood glucose level. Customer reported that the insulin pump was under delivering. The customer did experience symptoms of high blood glucose level such as nausea, vomiting, abdominal pain, difficulty breathing. The customer was wearing the insulin pump during the event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Insulin pump passed disposition test and self test. The insulin pump will not be returned for analysis.